Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: late onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female underwent breast augmentation revision with 350cc mentor memorygel breast implants and experienced late onset seroma on the left side postoperatively. As a result, the patient underwent device removal on (B)(6) 2020.